Manufacturer narrative:
H6.investigation result - the logic device with serial number (B)(6), is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2012, and then experienced revision surgical procedure on (B)(6) 2015 approximately 3 years and 7 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, patellar loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.